Event description:
The customer stated error code 1007, unable to process test, activated read failure, activated read failure occurred multiple times on an architect i2000 analyzer while reaction vessels of lot 78387p100 were in use. In addition, false positive hbsag results were generated. The issue was resolved by replacing the reaction vessels with a new lot. There was no adverse impact to patient management reported.

Event description:
The facility representative contacted baxter to report a colleague infusion pump with the reported condition "failure"; after talking to the contact it was specified that failure code 500:320:654:0000 was the reported condition. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available. During the product evaluation at baxter, it was discovered that failure code 500:320:654:0000 occurred during infusion which caused an interruption during delivery. The user interface module master software version for this device is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B) (4) - investigation in process, no method, results or conclusion code can be chosen at this time.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4). This complaint is now associated with remedial action reporting number 1415939-2/27/09-003-r. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Info was received that reported a pt was hospitalized in 2009 due an incident of hyperglycemia. The pt began experiencing hyperglycemia the day before with nausea and vomiting throughout the day. He was brought to the hospital with very high blood glucose. Upon admit his blood glucose was 1100 mg/dl. He was diagnosed as in diabetic ketoacidosis and was treated with IV insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.